Event description:
It was reported that the pt has expired after an implant duration of approximately 1 month, due to unknown reasons. It is unknown if the death was device related.

Manufacturer narrative:
Device not returned.